Manufacturer narrative:
Continuation of d10: 5076-52 lead; implant date: (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient presented to the emergency department (ed) in cardiac arrest. Review of the remote transmission showed right ventricular (rv) lead undersensing and loss of capture. The right atrial (ra) lead had undefined high impedance and exhibited undersensing during atrial tachycardia/atrial fibrillation (at/af) stored episodes resulting in termination of at/af detected events in progress and unnecessary pacing. The cardiac resynchronization therapy defibrillator (crt-d) triggered a charge circuit timeout and charge circuit inactive and had a long charge time at recommended replacement time (rrt). It was noted that the rrt occurred almost seven weeks prior. The patient subsequently expired.